Manufacturer narrative:
The reported field event of backup operation was confirmed in the laboratory via review of the device image and was attributed to code corruption. After the product code was downloaded, the device was tested on the bench and no anomalies were observed. The cause of the code corruption could not be determined.

Manufacturer narrative:
Supplemental report is needed to correct the initial reporter name and occupation

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the clinic after experiencing lightheadedness and pocket stimulation from the previous night. The symptoms were a result of the pacemaker entering backup vvi mode. The suspected cause for the backup was a code corruption. The pacemaker could not be restored with a firmware download even though the pacemaker passed a telemetry test. Once the pacemaker could not be interrogated, the pacemaker was instead explanted and replaced. The patient tolerated the procedure well.